Event description:
The patient was not affected by the issue. The broken collet was never used or implanted.

Event description:
Hold lb 07/08 it was reported that during an implant procedure, the collet on catheter was broken upon taking it out of the box. It was noticed when the surgeon tried to attach the pump segment to the catheter segment. The plastic piece on one side of the collet was broken and the pin was sticking out. An accessory kit was opened, and a new collet was used. The 1 cm of the pump segment was cut off while removing the broken collet. The updated catheter information was programmed into the pump. At the time of the event, saline was in the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8785, lot# n523485, implanted: (B)(6) 2015, product type: accessory. (B)(4).